Event description:
It was reported that during left middle carotid artery (mca) stenosis procedure the operator established access and delivered the subject balloon to the site of stenosis using a guidewire. Subsequent pre-dilation was performed using a pressure pump, during which it was noted that the subject balloon failed to inflate. The operator suspected a leak and withdrew the subject balloon from the patient's anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the balloon catheter shaft was noted to be kinked at 44cm from the proximal end. There were no visual holes or leaks noted to the balloon. There were no anomalies noted within the inflation port. There was a lot of crystallized contrast media noted with in the inflation lumen. During functional test an attempt was made to purge the air from the inflation port and a continuous flow of air was noted within the syringe, indicating a leak at some location. The balloon was attempted to be inflated; however, the balloon was unable to be inflated due to the contrast media within the inflation lumen. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event: 'balloon failed to inflate' was confirmed during analysis and the ar event: 'balloon leaked during use' could not be replicated during the device analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'following standard preparation procedures, the balloon was exchanged using a guidewire and delivered to the site of stenosis. Subsequent pre-dilation was performed using a pressure pump, during which it was noted that the balloon failed to inflate. Suspecting a leak in the balloon, the surgeon withdrew it from the body and replaced it with a new balloon, which successfully pre-dilated the stenosis'. The device was returned for analysis and the balloon catheter shaft was noted to have a minor kink/bend. There was dried procedural fluid present inside the inflation path. Attempts to purge air from the balloon were unsuccessful and a continuous flow of air was noted in the syringe, indicating that there was a leak/tear/hole at some point in the system. Because the inflation path was blocked with the dried procedural fluid, it was not possible to determine if the leak was present in the balloon itself. There was no other damage present to the device. It is not clear from the event description and additional information how the damage to the balloon catheter occurred. Therefore, an assignable cause of procedural factors has been assigned to the as reported events: ¿balloon failed to inflate' and 'balloon leaked during use' and to the as analysed events: ¿balloon catheter kinked/bent¿, ¿balloon catheter shaft blocked/occluded¿, ¿balloon catheter shaft leaked during use¿, ¿balloon failed to inflate¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during left middle carotid artery (mca) stenosis procedure the operator established access and delivered the subject balloon to the site of stenosis using a guidewire. Subsequent pre-dilation was performed using a pressure pump, during which it was noted that the subject balloon failed to inflate. The operator suspected a leak and withdrew the subject balloon from the patient's anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.